Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up in clinic, premature battery depletion was observed. Patient was asymptomatic. There is no indication that the device will be replaced. Patient will continue to be monitored remotely.